Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(4). Device evaluation: the product was not returned for investigation as it remains implanted. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) rotated in the left eye. The iol was implanted at 60 degrees, and 1 day post-op, it was at 72 degrees. It was reported that the patient¿s vision is not good. Refraction post op -1.00 +2.50. The iol was repositioned on (B)(6) 2017. There were no sutures, no vitrectomy, no enlargement of wound. The patient is doing well after the repositioning procedure. No additional information was provided to abbott medical optics.